Manufacturer narrative:
Based on the available data, a general reagent issue could most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable roche diagnostics cobas elecsys anti-tpo results for 16 patient samples. Of the data provided, there were discrepant anti-tpo results for 1 patient sample on the elecsys e170 modular analytics immunoassay analyzer with reagent lot 34258400 and the cobas 8000 e 801 module with reagent lot 36891100. The customer was validating the e 801 module. It could not be confirmed if the data was being used for diagnostic purposes. Clarification has been requested but the customer was not available. This medwatch will cover the questionable results on the e 801 with reagent lot 36891100. Refer to medwatch with patient identifier (B)(6) for information on the questionable results from e170 with reagent lot 34258400. The initial anti-tpo result was 43 iu/ml on the e170 modular and was reported outside of the laboratory. The repeat result was 23.5 iu/ml on the e 801 module. There was no information provided to reasonably suggest that there were any adverse events. Clarification has been requested. The e 801 module serial number was (B)(4).